Event description:
It was reported that the cartridge could not be attached because the connector would not turn to lock during setup, despite repeated attempts with multiple cartridges and connect adapters from different lots and after reseating components. Symptoms included no alerts or alarms. Outcomes included shipment of replacement supplies and completion of troubleshooting and user education. Investigation included guided troubleshooting with removal and reinsertion of the cartridge and connector, use of alternate cartridges and connectors across different lots, and instruction to apply additional insertion force. The investigation revealed a persistent inability to lock the connector with multiple components, which was consistent with a device-to-disposable connection issue localized to the cartridge and connector interface. Based on previously established findings for similar reports, it was concluded that the cause was an undetermined connection incompatibility between disposables and the pump interface. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.